Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. Device investigation could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product deficiency. It was presumed that pushing, tensile or torsional stress exceeding the product's design limit was generated by wire manipulation or wire removal performed when the wire tip was being trapped possibly by the severely calcified lesion or the deployed stent. That excess stress was assumed to have contributed to the reported wire fracture. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi guide wire became separated and remained in the patient anatomy during a pci to treat a heavily calcified 70-90% stenosis in the rca. A non-asahi wire was inserted into the rca. A 2.5 x 28 stent was delivered; however, it failed to cross. A 2.0 x 20 balloon was inflated at 14 atm twice. An attempt to reinsert the stent was made; however, it would not cross. A 2.5 x 15 balloon was prepped and advanced across the lesion and inflated twice at 18 atm. The 2.5 x 28 stent was attempted again and unsuccessful. The asahi wire was placed in the rca as a buddy wire. It crossed successfully. The stent was again attempted to cross, but unsuccessful and removed. A 2.5 x 15 balloon was re-inflated three times at 18 atm for 30 sec each. The asahi wire was then pulled back. The 2.5 x 28 stent was re-prepped and advanced across the proximal rca and deployed at 13 atm for 1 min. The stent balloon was used for inflation at 13 atm for 20 sec. A 2.75 x 12 stent was attempted to deploy; however, it would not cross the lesion. The stent was removed intact. A 2.75 x 8 stent was inserted and would not cross the lesion. It was pulled out intact. Nitroglycerin was then given to the patient. A 0.014 wire was attempted to cross and it would not cross. The same asahi wire was reinserted as a buddy wire into the rca and crossed the lesion. The 2.75 x 8 stent was re-prepped and crossed the lesion and deployed at 16 atm for 30 sec then the stent balloon was inflated again at 16 atm for 30 sec. The asahi wire was pulled back. The 2.75 x 12 stent was re-prepped and advanced across the lesion and deployed at 15 at for 1 min. The wire was again attempted to cross the lesion; however, this attempt was unsuccessful. A 2.75 x 12 nc balloon was attempted for post-dilatation but it would not cross. At this point, it was documented on the cath report that the tip of the asahi wire had broken off in the patient. The patient remained hemodynamically stable. The tip was planned to be stented into the artery. A 1.25 x 12 balloon was prepped and advanced across the lesion and inflated at 12 atm for 20 sec. The balloon ruptured and was removed from the patient. A 3.0 x 8 stent was prepped and would not cross the lesion so that it was removed intact. A 3.0 x 10 balloon was prepped, inserted and inflated four times at 10 atm for 30sec each. The 3.0 x 8 stent that initially would not cross was re-prepped, advanced across the lesion and deployed at 13 atm for 1 min. The balloon and wire was removed, end of procedure. The staff stated that the wire was dinged up after repeated use in the calcified vessel. When the wire was placed back down as a buddy wire for the second time, post the second stent deployment that the wire could have possibly gone behind the stent strut in the proximal stent when he attempted to place it back down again as a buddy wire. The dottering went on for a few minutes and it was unsuccessful at getting the wire through the proximal stent.